Event description:
Gt balloon of gj found to be burst. Patient had only had this gj placed on (B)(6) and had it replaced on (B)(6) for the same issue. At this time, gj will be changed in operating room on (B)(6) when patient goes to surgery. Will ask surgical team to save gj for return to materials for investigation. Pt code: 4582. Device code: 1546. Ref report: mw5184750.